Manufacturer narrative:
Visual analysis of the photographs identified: device photographs for the device related to the reported event of rupture was requested on (B)(6) 2025. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported removal due to prosthesis rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 laboratory analysis summary the device related to the reported events rupture was received on april 29, 2025, with lot number 2637443. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening as per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported removal due to prosthesis rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported removal due to prosthesis rupture. This record is for the right side. Device was explanted.